Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) , 2018 a memo 3d smd26 semirigid annuloplasty mitral repair ring was implanted. The manufacturer received a notification that the valve was explanted the same day and replaced with a memo 3d smd28 repair ring.

Manufacturer narrative:
Additional information provided on (B)(6) 2018 clarified that the size 26 memo 3d ring was never implanted. It was opened, the valve was resized and a different valve was used. No adverse effects to the patient as a result. Event is not device related. No further follow-up.

Event description:
On (B)(6) 2018 a memo 3d smd26 semirigid annuloplasty mitral repair ring was implanted. The manufacturer received a notification that the valve was explanted the same day and replaced with a memo 3d smd28 repair ring. Additional information provided clarified that the size 26 memo 3d ring was never implanted. It was opened, the valve was resized and a memo 3d smd28 was used. No adverse effects to the patient as a result.